Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. Product has not yet been returned for this complaint. Sensor kit expiration date was determined to be 28-feb-23. Medical event associated with this complaint case occurred on 22-apr-23 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat however, there was no report of third party intervention. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. Per the serial number reported by the customer and associated UDI information, the customer was using a sensor an expired device. The expiration date of 28-feb-2023 and the adverse event occurred on (B)(6) 2023. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat however, there was no report of third party intervention. No further information was provided. There was no report of death or permanent impairment associated with this event.